Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with calcification. The 5x120mm supera self expanding stent system (sess) was advanced to the target lesion and the stent was released from the delivery system. The stent placement was confirmed; however, when pulling the delivery system back, the stent was still attached to the delivery system. Therefore, the complete sess was removed from the patient with the stent. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed as the stent was discarded and not returned. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the stent not being fully released from the delivery system during system removal; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.